Event description:
It was reported the device was used during a laparoscopic donor nephrectomy. It was reported the surgeon fired the atw35 in the full flex position across the lumbar vein. The surgeon was unsure if he heard the audible click of the locking mechanism but he was sure it fired fully across the lumbar vein. The second firing was across the renal artery also in the full flex position. Upon opening of the instrument jaw, the tissue would not release. The surgeon twisted the device to release the tissue, upon which the staple line broke down on the aorta side and the pt lost approx three liters of blood in a matter of seconds. The pt was opened and the aorta was immediately clamped. The staple line on the kidney side was good. The surgeon sutures renal artery stump closed to complete the case. The surgeon reports the pt is stable. The pt received approx three units of blood during the procedure. The surgery tech fired a new reload postoperatively across a paper sheet to test and had perfect results.